Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to a faulty battery tube. Unable to test the operating currents, off no power alarm, unexpected weak battery alarm and motor error alarms due to a failed battery test alarms. The motor passed the motor test. The device had a scratched display window and a broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.